Event description:
It was reported to the manufacturer that the patient passed away. It was indicated by the physician that the relationship between vns therapy and the patient's death is unknown. It was also indicated that the patient died during sleep and no signs of seizures were observed when the patient was found. Good faith attempts to obtain the autopsy report to determine the cause of death have been unsuccessful to date. The device has been explanted and sent to the manufacturer for product analysis. Product analysis is underway.